Event description:
It was reported that a perfusate leak was noted at the arterial pressure sensor. The user noted that during a prior pressure test, that the pressure sensor had performed as expected. Once the liver was on board, the arterial pressure sensor demonstrated a reading of four and would not enter liver on board mode. Troubleshooting was attempted with no change. Another metra device was prepped with a new disposable set and the liver was placed on the new device. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
Investigation of the reported event is pending.